Event description:
The customer reported problems with the vertical column. No pt injury was reported.

Manufacturer narrative:
The ge service rep had the customer check the keyswitch. It was not completely on. She switched it to fully on and the lift will now go up and down. The system is working now.